Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was not returned for evaluation. The lot was received, a review of the device history record is currently in progress

Event description:
It was reported that the surgeon was bending plate and the plate cutter broke at the head and snapped into two pieces. All broken fragments were retrieved. Surgeon used another plate cutter to complete the procedure with no further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. This complaint is indeterminate. Original awareness date is (B)(6) 2012. Device history review was completed on (B)(4) 2013. Placeholder.